Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer reported that the system shut down in the middle of a case. The customer restarted the system, and then the system seemed to turn back on okay. The customer checked the system's event log and observed a system message (sm) "abnormal system shutdown". The tss advised the customer to check the back-up battery for proper operational power. The customer stated that they will call back if any service is needed. The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that the system shut down in the middle of a procedure. The system was restarted and the surgery resumed. The customer checked the event log and noticed a system message advising to check the back up battery for proper operation power.